Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac . Device was tested and passed all results recorded on section 8 test sheet. The device was switched between off and cmv both with a gas supply connected and with the gas connected after the device is switched from off to cmv and the reported issue was not found. The testing was completed numerous times over an eight hour period, which did not validated the complaint switch from off (demand) to cmv, the product let oxygen gas continue running. The device was checked from all connection and pipes with no abnormalities found. Complaint was not verified or validated.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the ventilator switched to an off state while the oxygen was on. When the operator switched to the tidal wave, the ventilator functioned as intended. No patient injury or complications were reported in relation to this event.